Event description:
It was observed that during evaluation the colonovideoscope had a foreign object coming out of the nozzle. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found the following: due to clogging of nozzle, water removal ability does not meet the standard value; nozzle has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; bending section cover or distal sheath rubber has a crack; control unit has discoloration; paint on suction cylinder is peeled; switch#1 has a scratch; switch#2 has a scratch; switch#3 has a scratch; image guide protector has a scratch; adhesives around objective lens has white-clouded area; distal end cover has a scratch; connecting tube has a scratch; and connecting tube has a wrinkle. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU): instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.